Manufacturer narrative:
Initial report submitted: 09/16/2008.

Event description:
According to the reporter: the screw at the distal end of the instrument came loose and fell into the patient. The screw was removed from the patient. No further issue was noted and there was no significant increase in surgery time.